Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic pain, stress urinary incontinence, cystourethrocele and right ovarian cyst and mesh was implanted along with the concurrent procedures of total vaginal hysterectomy and right salpingo-oophorectomy. It was reported that following insertion of the mesh the patient experienced pain, painful intercourse, vaginal perforation, incontinence, and numbness in left leg. It was reported that on (B)(6) 2013 the patient underwent excision of vaginal mesh. (B)(4).